Event description:
It was reported when using the bd vacutainer® edta tube there was under-fill or low draw of a tube with blood and the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: when the nurse drew blood for the patient, about 1.5ml of blood was drawn without negative pressure and no outflow, inspection found that the tube cap was almost falling off."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill or stopper creepout as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint is unable to be confirmed for the indicated failure modes of underfill and stopper creepout based on the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta tube there was under-fill or low draw of a tube with blood and the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: when the nurse drew blood for the patient, about 1.5ml of blood was drawn without negative pressure and no outflow, inspection found that the tube cap was almost falling off."